Manufacturer narrative:
Eval is in progress, but not yet concluded. The europe tech first checked the following: checked the battery 3v on board is 2,85 v (from 2012). Switched off after 30 minutes, lan/if to low (bad connection) it's now 5100 mv. During testing the screen froze, no touch control and lan/if temperature 37.3 degrees c.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen was frozen and would not work, as a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.